Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fractured her hip and received a hemi hip on (B)(6) 2018. Upon x-ray in the pacu, it was discovered that she had a greater trochanter fracture and the stem appeared to be loose. She was brought back on (B)(6) 2018 for a revision. All previous implants were removed and replaced. The stem was loose at bone to implant interface. The hip was also dislocated. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.